Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's basal settings needed to be adjusted, causing the customer to intermittently experience unspecified elevated blood glucose (bg) levels. The customer administered boluses or manual injections to address elevated bg levels. Recommendation was made for the customer to consult with a healthcare provider regarding settings adjustments.